Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces however, no button error alarms noted. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 41 mg/dl. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.